Event description:
It was reported that a malfunction alarm occurred. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information for resetting the pump, which the customer successfully performed, as the malfunction code did not recur. The customer continued to use the pump for insulin therapy.